Event description:
The pt's mother reported they would start infusion at 17:30 and by 23:30 the infusion is complete, but pump shows 1.45-1.75 ml to be infused. Pump malfunctioning. Rn and pt's mother, concluded that pt needs new pump to replace the malfunctioning pump. No missed dose or adverse events were reported. Unknown if the patient has the defective device available for return. Unknown if the md is aware. Indication: hemochromatosis due to repeated red blood cell transfusions. No additional information was reported. Reported to (B)(6) by pt/caregiver.